Event description:
It was reported that this device trigged error code 1003 related to the battery being too low for remaining capacity. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device triggered error code 1003 related to the battery being too low for remaining capacity. The device was subsequently explanted. No additional adverse patient effects were reported.